Event description:
The customer contacted physio control to report that their device was not detecting patient through defibrillation electrodes. In this state the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The reported issue was unable to be duplicated during performance and functional testing. The defibrillation electrodes used during the reported event were disposed of by the customer, and were not available for evaluation. Physio control reviewed the device patient records for the reported event and the reported issue could not be verified. Root cause is unable to be determined. The customer declined the option to repair. The device was scrapped by physio control..

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio control performed initial evaluation of the customer's device and was not able to verify the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.  Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device was not detecting patient through defibrillation electrodes. In this state the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of adverse effects to the patient as a result of the reported issue.